Event description:
A report was received that a trial pt was experiencing a burning, throbbing pain and numbness in his legs in the operating room following a paddle lead implant. The physician removed the pt's extensions but left the paddle lead implanted, an ipg will be implanted at a later date once the pt decides to go permanent.